Event description:
Customer reported that she was hospitalized twice due to high and high blood glucose. Customer stated that she had a stroke due to high blood glucose. The blood glucose readings were over 600 mg/dl at the time of hospitalizations. Customer stated that both times she had urinary tract and kidney infection. Customer also stated that the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.